Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml juvéderm volbella® xc. One month later, the patient developed ¿hard nodules¿ in the lips that is possibly device-related, with the etiology noted as ¿autoimmune response thought to cause granulomas.¿ granulomas were not confirmed via biopsy. The next month, the patient was provided a medrol dosepak. The physician reported that the nodules ¿cleared with the medication,¿ but came back at a later point. Two months later, the patient was treated with hylenex in 2 nodules. Ten days later, the patient was given hylenex in the 3rd nodule detected ¿once other larger nodule had diminished¿ and was started on colchicine and indocin. The symptoms are ongoing.